Event description:
It was reported that; surgeon performed a c3-c5 acdf on (B)(6) 2017 utilizing reflex hybrid. In the patient's follow up scans, it can be seen that the screw inserted at the c3 level has passed through the plate and locking mechanism. The plate is now migrating anteriorly. At this time, the patient is not experiencing any discomfort or pain, but the fact the screw is no longer attached to the plate is a concern.

Manufacturer narrative:
Method: risk assessment. Result: manufacturing records for this product were not reviewed because no lot numbers were provided as the parts remain implanted. Conclusion: the possible root causes of this range from all screws not placed into plate; screw back-out; locking ring not visually checked after final tightening; fatigue loading.

Event description:
It was reported that; surgeon performed a c3-c5 acdf on (B)(6) 2017 utilizing reflex hybrid. In the patient's follow up scans, it can be seen that the screw inserted at the c3 level has passed through the plate and locking mechanism. The plate is now migrating anteriorly. At this time, the patient is not experiencing any discomfort or pain, but the fact the screw is no longer attached to the plate is a concern.